Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd facslyric erroneous results on patient samples were obtained. The following information was provided by the initial reporter: when running customer panel, cd45 will not come above zero (0). All quality checks (cqc, pqc, abort counts true count) check good. When same sample is run on another machine the results are fine.

Manufacturer narrative:
H.6 investigation summary scope of issue: the scope of issue is only limited to facslyric 3l12c instrument usivd, part # 663518, serial # (B)(6). Problem statement: customer reported a complaint regarding erroneous results produced by the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue for part # 663518. Date range from 13jul2021 to 13jul2022. Complaint trend: there are 3 complaints related to the issue of erroneous results for part # 663518; . Date range from 13jul2021 to date 13jul2022. Manufacturing device history record (DHR) review: DHR part #663518, serial # (B)(6), file # (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the erroneous results was determined to be a worn fluidics module. The customer reporting seeing erroneous results, specifically too low cd45 levels. After an initial fse (field service engineer) visit confirmed the issue, an escalation-type work order was initiated ((B)(4)). As part of this work order, the issue was determined to be with multiple valves in the fluidics bucket, which was causing inconsistent laser delays, leading to erroneous results. The fse replaced the fluidics module (part # 65048909 - fluidics module rep), reinstalled the fluidics firmware, and ran the cs&t and abort counts, which confirmed that the instrument was running as expected. The customer performed the cd45 assay as well and confirmed that the erroneous results problem was resolved. Although the unexpected results were from patient samples for diagnostic tests, no patient was treated or harmed from incorrect results. The results were captured prior to any diagnosis decision and reported to bd. There was no delay in patient treatment. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A, page 165. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: (B)(4); case # (B)(4). Install date: 21sep2020 defective part number: 65048909 - fluidics module rep work order notes/case comments: subject / reported: cd45 levels too low; problem description: cd45 levels too low; (B)(4): work performed: replaced fluidic bucket on an escalated work order. Cause: fluidic bucket causing erratic delays and issues with signals solution: replaced fluidic bucket causing erratic and intermittent issues with signals and performance. Parts written off against escalation work order and time on escalation work order number (B)(4). (B)(4): (2022-07-14 12:40:15 gmt) opening escalation for labcorp brentwood. When running customer panel, cd45 will not come above zero (0). All quality checks (cqc, pqc, abort counts true count) check good. When same sample is run on another machine the results are fine. Customer has reached out to apps but hasn't heard back. Fse suspects s/w setting but not familiar enough with s/w to pinpoint it. Need nss / apps support. Instrument is on-line and can be accessed via bomgar. (2022-07-20 16:55:11 gmt) dts jared minnich and william braddy were there on 7/18 and installed a fluidics bucket. This took care of the issue. We will monitor this for one week then close. (2022-07-27 16:54:30 gmt) closing escalation. Dts jared minnich and william braddy were there on 7/18 and installed a fluidics bucket. This took care of the issue. We will monitor this for one week then close. (B)(4): work performed: replaced the fluidics module. Completed optimization of the optics and the fluidics. Completed cst and abort count. Cause: the fluidic module had multiple valves not operating properly. Solution: replacement of the fluidics module resolved the reported problem. (B)(4): work performed: assisted william braddy. The cd45 population was off due to issues with the laser delays. The laser delays were inconsistent due to a fluidic problem with the fluidic bucket. William replaced the fluidici bucket, reinstalled the fluidic firmware and the laser delays were recalculated. When this was achieved it corrected each of the area scaling factors that were well beyond the specs; also related to the fluidics issue. Cst was rerun verifying the instrument is performing to specs. The customer perofrmed the cd45 assay and the reported problem was corrected. A trucount abort test was performed and passed. Cause: fluidic instability and laser delay problems. Solution: performing to specs. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes; no. Azure ID: 89205; ID: libivd-ra-92 3.1.3; reg status: ivd; ruo; hazard: incorrect output. Cause: fluidic instability (sheath flow changes during acquisition). Harmful effects: signal changes for the secondary laser parameters leading to wrong result. Risk control: during acquisition, differential pressure is monitored constantly, and warning is displayed via facsuite clinical software or the facsuite software req link (azure ID): 93260 libivd-did-1910 vacuum pressure monitoring implementation verification: libivd-se-15-72p miscellaneous clinical features demonstration protocol effectiveness verification: liberty cms firmware subsystem verification summary report; libivd-se-15-72f; probability: 1; severity: 3; risk index: 3; residual risk evaluation: a; new hazards: none. Azure ID: 93860; ID: libivd-ra-490 3.1.145; reg status: ivd; ruo; hazard: potential for wrong result; cause: pump or valve failure during acquisition without notification to user harmful effects: wrong result without any warning and loss of sample. Risk control: firmware will detect failure of the component at the start of the next acquisition and notify facsuite clinical software or the facsuite software to inform the user. Vacuum pressure is monitored during acquisition. If pressure drops the user is notified. Req link (azure ID): n/a. Implementation verification: lsvn 1024; libivd-15-72p. Effectiveness verification: lsvn 1024; libivd-15-72f; probability: 1; severity: 3; risk index: 3; residual risk evaluation: a; new hazards: none. Mitigation(s) sufficient? Yes; no. Root cause: based on the investigation results, the root cause was a worn fluidics module. Conclusion: based on the investigation results, the root cause of the instrument producing erroneous results was a worn fluidics module. As part of (B)(4), the fse determined that multiple valves were no longer operating correctly, causing inconsistent laser delays and therefore, erroneous results. The fse replaced the fluidics module (part # 65048909 - fluidics module rep), and rebooted and tested the instrument, and confirmed that it was running as expected with no further erroneous results. No patients were treated or harmed from incorrect results, and there was no delay in patient treatment. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a h3 other text : see h.10.

Event description:
It was reported that while using bd facslyric erroneous results on patient samples were obtained. The following information was provided by the initial reporter: when running customer panel, cd45 will not come above zero (0). All quality checks (cqc, pqc, abort counts true count) check good. When same sample is run on another machine the results are fine.